Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reported the alarm and was instructed by technical support (cts) to use multiple daily injections (mdi) as a backup therapy. The pump was within warranty, and a replacement pump was sent after confirmation of details and instructions for the return of the faulty pump.